Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified amount of bd maxzero¿ extension set, microbore, maxzero¿ needle-free connector leakage occurrs. This is the 1st of 2 events. The following information was provided by the initial reporter: the nurses have told be about the following issues a few times now: both max zero mz9267 and the tubing with the pressure sensing device that have a 1.2micron filter attached that seem to be leaking where the filter connects to the tubing, and occasionally where the valve is connected.